Event description:
Bifuse connection site for milrinone syringe tubing cracked twice yesterday and leaked. Concern for risk of central line-associated bloodstream infection (clabsi) due to break in line sterility. There was no patient harm, product was disposed.